Manufacturer narrative:
Concomitant medical product: 429878 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited far field r-wave . The ra lead remains in use. No patient complications have been reported as a result of this event.